Event description:
A report was received that the patient¿s ipg was not holding its charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. The physician suspected malfunction on the ipg.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.